Manufacturer narrative:
The insulin pump had missing segments and horizontal line due to faulty lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that half of the numbers were hard to read. The customer's blood glucose was 72 mg/dl at the time of incident. The customer stated that there were lines across the lcd screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.